Event description:
It was reported that by way of x-ray, dr r saw femoral dislodged from femoral stem. Surgically removed head and stem and replaced with a new stem and head. Trunnion of original stem seemed to have deformed causing head to come off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and a metal head was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, more x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that by way of x-ray, dr (B)(6) saw femoral dislodged from femoral stem. Surgically removed head and stem and replaced with a new stem and head. Trunion of original stem seemed to have deformed causing head to come off.